Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was not hospitalized for the peritonitis. The day after the onset, the patient was treated with injection fortum (1 gram, once daily and intraperitoneally) and injection vancomycin (2 gram, every fifth day and intraperitoneally) for 14 days each for the event of peritonitis. Two days later, the patient recovered from peritonitis and the patient¿s pd effluent was clear. At the time of this report, pd was ongoing. No additional information is available.